Manufacturer narrative:
Updated b5 and b6 to better reflect the chronology of testing and recollections. Specified that all samples use the same reagent lot. Added a clarification in h10 related to data generated by the first collected sample for patient 1. Based on the data generated for the 1st collected sample (patient 1), the negative results or delayed cts may be the result of the known h1n1 mutation. However, varying results can be seen when comparing different collections from the same patient as well as when testing samples that are at or near the limit of detection.

Event description:
The original sample initially generated negative results for all targets when tested twice on cobas 6800. A second sample was collected from the same patient and tested on the hologic panther/fusion which yielded a positive result for influenza a positive. A third sample was collected from the same patient and tested on both cobas 6800 and the hologic panther/fusion which both yielded a positive result for influenza a positive.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states observed discrepant results with a single patient using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 68/8800 systems. The alleged sample initially generated negative results for all targets. A new sample was collected from the same patient and tested on the hologic panther/fusion which yielded a positive result for influenza a positive. The original sample was retested on the cobas 6800 and was again negative. A new sample was collected from the same patient and tested on the hologic panther/fusion which yielded a positive result for influenza a positive. The recollected sample was retested on the cobas 6800 which yielded a positive result for influenza a positive. The customer also indicated that 10 samples that were previously positive for influenza a on other platforms (panther, cepheid) were retested on the cobas 6800 generating a negative result for influenza a. It is unknown if the results were released. No harm was alleged.

Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. The investigation is on-going. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively.

Manufacturer narrative:
Corrected evaluation method codes by removing historical data analysis; only communication/interviews and analysis of data provided by user/third party remain.